Manufacturer narrative:
Additional initial reporter information - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred while using the cardiosave intra-aortic balloon pump (iabp). The customer was able to successfully change over to the inner lumen for alternate arterial access. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4)